Manufacturer narrative:
(B)(4). Batch # t9294c. Device analysis: the analysis results found that the mcm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch t9294c number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when firing the clips instead of 1 always two got set free, after that no clips turned up anymore when firing trigger was pushed. They also did not hold on tissue and crossed each other instead. There was small bleeding during the surgery. Slight coagulation, pressure on bleeding and with new clips (had to open a new clip applier). Surgery was delayed by 15-minutes.